Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The current bg was 300 mg/dl and ketones were present. As the contact was not with the customer at the time of the report, additional information and troubleshooting could not be performed. Upon follow-up, the contact reported that after discussing the event with a healthcare provider and some of the pump settings had been adjusted, the customer's bg was better. The contact was satisfied and declined to provide further information.